Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bleeding issue at the sensor site was reported with the adc sensor. The customer reported that they were bleeding at the sensor site and, as a result, customer experienced hypoglycemia with symptoms described as a seizure and a loss of consciousness. Customer was unable to self-treat requiring third-party administration of four glucose tablets for treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.